Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for arachnoiditis reported they had their system removed except for one lead on (B)(6) 2008. During explant the electrodes were cut and allowed to retract subcutaneously. Following this the wound was irrigated by mixing antibiotic solution and closed. The pre-operative diagnosis was "painful internal pulse generator."